Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Only a piece of suture was returned. The suture was broken and frayed. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the reported issue can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device during a deployment may touched the suture with the device's needle and caused the suture damage, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
This is report 1 of 2 of the same event. It was reported by the sales rep in hong kong that during an (acl) anterior cruciate ligament surgical procedure for reconstruction and meniscus repair on 1/16/2023 the 2x truespan 24 degree plga device broke when the surgeon tried to tighten with the knot pusher. The device failed to tension completely due to breakage of orthocord. There was no delay in the procedure reported. There were no fragments generated. The procedure was completed successfully. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10: concomitant devices: truespan 24 degree plga, therapy date: 1/16/2023. H4: the device manufacture date was unknown. UDI: (B)(4).